Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned; however, provided x-rays confirmed the complaint. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records and x-rays were received and reviewed. A preliminary risk assessment meeting was conducted on (B)(4) 2013, (B)(4). Health hazard evaluation process meeting was conducted on (B)(4) 2014, (B)(4) hhe. The investigation determined the most like scenario to cause this issue was that the reamer went over the pin properly. Then the drill went over the pin but bound up when the drill was being removed. The guide pin then snapped off at or slightly below the glenoid face. The surgeon then noticed a piece of the pin inside the drill and assumed that the pin had been completely extracted. The center post of the metaglene may have pushed the pin further into the patient¿s body. A voluntary device correction was issued on (B)(4) 2014 to inform u.s. Distributors and us surgeon users about the possibility of the pin breaking and potentially being left in the patient. Information regarding the affected instrument's use was added to the global apg+ surgical technique, global steptech surgical technique, and the delta xtend reverse shoulder system surgical technique. The technical points that were added to the surgical techniques: the grooves on the 2.5mm breakaway guide pin are exclusively used for the breakaway feature and are not intended to indicate the depth to which the pin should be inserted. The pin is designed to break at the grooves. Be aware that it may break unintentionally if subjected to too much bending force. After use of the guide pin is complete, confirm that all sections (totaling the full length of the original, unbroken pin) have been removed. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Retrieval of guide pin from patient's chest. It is unclear how this occurred.